Manufacturer narrative:
The insulin pump was received with a detached end cap, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, and a stained end cap sticker. No damage was noted on the drive support cap during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump dropped on the floor and experienced physical damage. The customer's blood glucose was 257 mg/dl. The customer stated that the drive support cap appeared to be damaged. The customer stated that the drive support cap was loose. The customer stated that they did not press the cap while connected. Advised that a replacement insulin pump would be send. Asked customer to return the insulin pump for analysis. Nothing further reported.